Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection revealed the device was returned with original packaging and the device does have debris on it. The anchor is missing more than half the threads from tip side and suture thread is mostly in proper order with one suture thread is out of place. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order. Device passed all functional assessment, device functioned as per manufacture spec. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy surgery the healicoil broke off when it was being inserted. No significant delay or other complications reported. Surgery was completed with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.